Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient of unknown age or gender presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, an access site bleed developed. Unspecified surgical intervention was required to resolve.